Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the extravascular lead. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of the extravascular (ev) lead it was found that the tip of the ev-lead was in the pleura. This was not noticed during the implant procedure as there was no movement, normal electrical values, and normal impedance. It was seen on the post-op x-ray, possible dislodgement suspected. It was noted that there was only one stored non-sustained ventricular tachycardia episode that shows oversensing, but other than that there is no further evidence of oversensing. Reprogramming was done and the decision was made to leave the ev-lead in the pleura as the patient was not experiencing any pain from the ev-lead and to monitor the patient. Additionally, it was reported that the patient experienced device pocket pain. The ev-lead and ev-ICD remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  dvea3e4 ev-ICD implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.